Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via intrathecal infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had exited an MRI less than an hour ago and the pump was alarming, and they were getting the code 8476. Due to this the patient wasn¿t allowed to deliver a bolus. The 8476 code was reviewed to mean motor stall. The patient was redirected to the hcp to check the pump. It was mentioned that the fentanyl that was ordered this time was ¿half fill¿ and they usually use the ¿big medication¿.